Manufacturer narrative:
No sample is available for the MFR to evaluate.

Event description:
The event is reported as: complaint alleges that customer complained that "the cuff was leaky during pretest." No pt injury reported.